Manufacturer narrative:
Reported event: it was reported, "it was reported that the patient's left hip was revised due to instability. Surgeon reported his suspicion that the proximal cone body was probably not fully seated during the primary implantation. The proximal cone body, biolox ceramic head, and 36d 0° insert were revised to a proximal cone body, lfit v40 head, size d constrained insert, and a dall-miles grip plate with cables. Rep provided usage sheets for the primary and revision surgeries, pictures of the explants, and confirmed that no further information will be released by the hospital or surgeon.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review a review of device history records shows that (B)(6) was inspected on 15 may 2014 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999, (B)(6) reports no similar complaints for tha software - other. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
It was reported that the patient's left hip was revised due to instability. Surgeon reported his suspicion that the proximal cone body was probably not fully seated during the primary implantation. The proximal cone body, biolox ceramic head, and 36d 0° insert were revised to a proximal cone body, lfit v40 head, size d constrained insert, and a dall-miles grip plate with cables. Rep provided usage sheets for the primary and revision surgeries, pictures of the explants, and confirmed that no further information will be released.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the patient's left hip was revised due to instability. Surgeon reported his suspicion that the proximal cone body was probably not fully seated during the primary implantation. The proximal cone body, biolox ceramic head, and 36d 0° insert were revised to a proximal cone body, lfit v40 head, size d constrained insert, and a dall-miles grip plate with cables. Rep provided usage sheets for the primary and revision surgeries, pictures of the explants, and confirmed that no further information will be released.